Event description:
It was reported during remote follow up that the right ventricular lead displayed high pacing impedance. The product will continue to be monitored. There were no patient consequences.